Manufacturer narrative:
A programmer was received for analysis for the field complaint of touch screen anomaly. The unit was able to power up, but the display was dim. Upon further analysis, the inverter board failed and one of its components was found to be burned. The failure was contained within the housing of the device. The reported field event of touch screen anomaly was confirmed as a result of the burned inverter board.

Event description:
It was reported that a programmer device screen no longer worked properly. No intervention was performed to resolve the issue of touch screen anomaly. No patient was involved.